Event description:
It was reported that the heartmate ii pump was exchanged to heartmate 3 for suspected thrombosis and low flows. Thrombus was noted inside the inflow conduit. It was reported that the patient need an emergent pump exchange on (B)(6) 2022. The patient had a sudden pump stop. There was no flow and the speed was 0. It was stated that the night before the patient was stable at a speed of 5700 rpm. It was attempted to restart the pump, but power would go up to 20 watts and would not restart. The controller was changed in the ICU, but there was no change. The patient went on extracorporeal membrane oxygenation (ECMO) and emergently to the operating room for a pump exchange. The history was looked at on the primary controller. It looked like nothing prior to the pump off, low flow, low speed advisory, left ventricular assist device (lvad) fault, low voltage and power cable disconnected. The power was 29. It was suspected ingested thrombus and it couldn¿t pass through and pump power went really high because there was something in the rotor and then stopped. When the chest was opened a lot of clot around the pump was removed. The event log file recorded events of high current faults, magnetic centering faults, and rotor displacement faults. These events indicated an issue with motor controller and the motor not being able to maintain levitation and magnetic centering. The motor was unable to maintain its set speed during these events. The recorded actual speed was 0 rpms during some of these events of this history. The patient was currently stable in the ICU post controller exchange. The patient was placed on right ventricular assist device (rvad) as well. Related manufacturer report number of heartmate 3: 2916596-2022-11953.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported thrombosis could not conclusively be determined through this evaluation. The reported thrombosis could not be confirmed through this evaluation as no images were submitted and no product was returned. The device was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6), was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 21jan2013. The heartmate ii lvas IFU (rev. C) lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.